Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had watchdog timeout alarm. The customer¿s blood glucose level was 10.8 mmol/l. The insulin pump has had multiple new batteries inserted but the same issue persists. The insulin pump had not returned to the normal state, the clock was no longer visible on the screen. The troubleshooting was performed. The customer was advised to insert a fresh battery. Customer has inserted new batteries. Insulin pump was not returned to normal function. The customer was advised the insulin pump will need to be replaced. The customer was advised to revert to back up plan. The insulin pump will not be returned for analysis.